Event description:
It was reported that during an unknown time the cut skin scales were significantly too thin and have an almost spaghetti-like shape. Furthermore, the skin scales fell apart immediately, rendering them unusable for their intended purpose. Patient impact is unknown. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in belgium. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.